Event description:
The customer reported the c-arm is showing data error after boot. Workstation boots up ok.

Manufacturer narrative:
The ge rep suggested to remove the interconnect cable and all plugs, hand control, foot control, and make sure brakers are on and reboot system. That did not help. He asked if customer would wanted to place a service call. Customer did not want to place a service call, because it is billable. No injury to the patient.